Manufacturer narrative:
(B)(4). The lot was manufactured from october 8, 2015 to october 9, 2015, the device was returned for evaluation. Visual inspection revealed white drug precipitate in the solution in the reservoir. A functional flow test revealed that flow was not observed at the distal luer. The reported condition was verified. Microscopic inspection revealed the direct cause of the flow problem was due to drug precipitate blocking the fluid path within the glass capillary of the flow restrictor. However, the device was found to be conforming to specifications as no device malfunction occurred. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor experienced a no flow event during infusion. The pump was filled with flucloxacillin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.